Event description:
Reportedly, a non-microport screwdriver was inserted into the setscrew during replacement of this pacemaker due to normal battery depletion on (B)(6) 2021, and the setscrew did not come off. When the screwdriver was pulled, the setscrew and silicone sealing cap also came off. The replacement of the pacemaker was completed successfully.

Manufacturer narrative:
B5 updated. Please refer to the attached analysis report.

Event description:
Reportedly, a biotronik screwdriver was inserted into the setscrew during replacement of reply dr due to normal battery depletion on (B)(6) 2021, and the setscrew did not come off. When the screwdriver was pulled, the setscrew and silicone sealing cap also came off. The replacement of the pacemaker was completed successfully. Preliminary analysis revealed that the device was manufactured and released according to all applicable procedures.